Event description:
Mother ((B)(6)) applied an equate sterile antibacterial bandage on her daughter's ((B)(6)) stomach claiming to have caused a chemical burn. Per medical visit summary: history of molluscum. Daughter ((B)(6)) was itching last night - mother put aquaphor on it last night - appeared to be a rectangle of blisters. Today looks less blistery, no fevers, not itchy, hurts to scratches, no drainage. Assessment: rash x 1day - given very discrete outline md suspect contact dermatitis although unclear source.